Event description:
The patient called in to state she had several v-go devices that came off her arm and abdomen. The patient said the last one came off after about two hours. The patient has discarded these devices.